Manufacturer narrative:
(B)(4).a review of all batch record documents was conducted for lot number h12k07082. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During an evaluation of the results of a study performed by baxter on peritoneal dialysis (pd) disposable products, a minicap transfer set was found to have a small, white particle thread on the luer tubing bond area. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter and the evaluation is complete. A visual inspection was performed. Embedded particulate matter was noted in the clear layer of the pouch. Loose particulate matter was noted on the outside of the tubing of the dark blue connector. The particulate matter was analyzed by microscope and was consistent with excess solvent. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). Additional information: a photographic sample was available and analyzed. The photograph confirmed the particulate matter on the transfer set. The cause of the issue was determined to be a manufacturing issue. A corrective and preventative action (CAPA) record is currently in progress to investigate the issue. Should additional relevant information become available, a supplemental report will be submitted.